Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported that the device turns off while in use. The customer additionally indicated that the unit was on a patient going through motion and just shut down. No patient impact or consequences were reported.